Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed an open blister/sore underneath an ECG electrode while in a nursing facility. Nurses placed an optifoam self-adhesive wound dressing over the wound. During a follow-up it was reported that the wound was improving.